Event description:
It was reported that unsuccessful filter placement and stroke occurred. A transcatheter aortic valve replacement procedure was performed, and a sentinel cerebral protection system (cps) was selected for embolic protection. During the procedure the filter was not placed successfully. Four days post-procedure the patient experienced a disabling ischemic stroke diagnosed via neuroimaging. The severity was critical, and the patient outcome was reported as not recovered, however, it was mentioned the patient was discharged nine days post procedure. The physician assessed the event as related to the transcatheter aortic valve replacement procedure.